Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, the device was prophylactically replaced since the patient has no spontaneous ventricular rhythm, as advised in the field safety notice on platinum devices issued in (B)(6) 2018. The device is not available for analysis.